Manufacturer narrative:
The complainant advised that a user had replaced the reagent in four (4) bottles with buffered formalin instead of "100% alcohol". Manufacturer evaluation of the instrument logs provided showed that the station properties for bottles 3 (ethanol); 5 (ethanol); 6 (ethanol); 9 (ethanol); 10 (ethanol); 11 (xylene); 12 (xylene); 14 (xylene); 15 (cleaning xylene) and 16 (cleaning ethanol) were reset between 13:00pm and 15:08pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration for each bottle was to be set to the default value in each instance. There was no nine (9) hour processing run started in "retort 1" at 18:43pm on (B)(6) 2020 and completed at 03:32am on (B)(6) 2020 as detailed by the fss. Based on information provided by the complainant it was determined that the following processing runs were likely impacted by the use error in which four (4) bottles designated for ethanol were filled with buffered formalin: the "snp 9 hour "protocol comprising two (2) cassettes, which started in retort b at 13:34pm on (B)(6) 2020 and completed at 17:12pm on (B)(6) 2020; and the "snp 2.5 hour" protocol, which started in retort a at 16:52pm on (B)(6) 2020 and completed at 18:05pm on (B)(6) 2020. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error involving a user replacing the reagent in bottles 3, 5 and 9 (ethanol) with buffered formalin instead of "100% alcohol" on (B)(6) 2020, the reagent from bottle 3 with a measured ethanol concentration of 0% was used for the fifth of six dehydration steps of the "snp 9 hour "protocol started in retort b at 13:34pm on (B)(6) 2020; and the reagent from bottle 5 with a measured ethanol concentration of 0% was used for the final dehydration step of the "snp 2.5 hour" protocol started in retort a at 16:52pm on (B)(6) 2020. The minimum final reagent concentration required for ethanol is 98%. Use of the reagent in bottles 3 and 5 (ethanol) as described above would have resulted re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Although not reported by the complainant, the quality of tissue processing from an additional four (4) processing runs would also have been adversely impacted by the use error involving a user replacing the reagent in bottles 3, 5 and 9 (ethanol) with buffered formalin instead of "100% alcohol" on (B)(6) 2020. The facts suggest that the root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred on (B)(6) 2020 during the replacement of the reagent in bottles 3, 5 and 9 (ethanol), in which the complainant advised that: "non buffered formalin may have been used instead of 100% alcohol in 4 bottles." This contention is supported by the discrepancy between the measured ethanol concentration of 0% and the calculated ethanol concentration of 100% in each of bottles 3, 5 and 9 (ethanol) as documented by the fse during a site visit to the laboratory. The findings suggest that a user failed to correctly complete manual replacement of the reagent in these bottles in accordance with the information detailed in section 5.4.4 of the leica peloris/peloris ll user manual.

Event description:
The leica biosystems received a complaint by email detailing the following in relation to peloris rapid tissue processor serial number (B)(4): "processor failed to process tissue-log indicates that the 9 hour cycle was completed, but on opening the retort, strong formalin smell and no wax. Issue effected both retorts". On 08 july 2020, the local leica tac supervisor received the following further information from the laboratory manager by email: "I have a possible explanation for the suboptimal processing experienced yesterday. Non buffered formalin may have been used instead of 100% alcohol in 4 bottles in that processor. Our flammable reagents were received on that day without the usual delivery docket. I have received that docket today and it indicates that 4 bottles of non buffered formalin were delivered with that shipment. These were not noted as having been received, and are not present in our store. There has been a mistake made either by me (not noticing that the bottles were non buffered formalin at unpacking and use ( most likely explanation)[sic], or non buffered formalin was in bottles labelled ethanol. In that same delivery, we received a box of labelled xylene, and the individual bottles had no label. We are unsure that they are indeed xylene. The supplier has been notified. Both non buffered formalin and ethanol come from our supplier pocd with red lids. I did think that I read all the labels on the outside of the cartons, and also looked at the label on the 5 litre container before usage, but I may have made a mistake. I feel this is the likely explanation for one retort processing [sic] issue, but retort a indicated that it had completed a 9 hr process, and adam assured me that on draining at completion of the process, there did not appear to be any residual wax in the retort or around the processed tissue. I have no logical explanation [sic] for that event." On 08 july 2020, a leica field service engineer (fse) visited the customer site in association with this complaint. The fse measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was not within the acceptable limit of 5% in bottles 3, 5 and 9, with a measured ethanol concentration of 0% in and a calculated concentration of 100%. The variance between the measured and calculated ethanol concentration in bottles 4, 6,7, 8 and 10 (ethanol) was within the acceptable limit of 5%. It was documented in the adverse event information form received for this event that all reagents including the wax in the wax chambers had been replaced and the instrument was operational. On 09 july 2020, leica biosystems (B)(4) received information from the assigned leica product applications specialist that all cases involved in this event were diagnosable.